Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. The event date was not provided. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pressure plate travel was required to be adjusted as a precautionary measure should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume accuracy test three times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.